Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, infection, necrosis, rupture.

Event description:
Healthcare professional reported via nbir a right side " capsular contracture, baker grade-4, infection, skin necrosis, device migration, and rupture". Device has been explanted.